Event description:
Caller stated they had an "abdominal blockage" repaired in or around 1993/1994. During 2000, caller experienced spitting of black suture from the abdomen, and had surgery on 09/12/2000 to remove black strands of suture which were reportedly "infected". No cultures were taken during the procedure. Caller was aware of the vicryl recall, but didn't know if vicryl was used during their 1993/1994 procedure.